Event description:
The patient was ¿slow waking up¿ from anesthesia following the pump replacement for eol. The patient had experienced sleeping past their arousal time. Actions required as a result of the event included hospitalization. Diagnostic testing/troubleshooting was not performed but was planned to be performed in the future. The patient status at the time of the report was noted as alive, no injury. Further information later received reported that the patient awoke that evening ((B)(6) 2014) and was doing well and awaiting a ¿spot I. Rehab¿. The outcome of the event was noted as being ¿good condition in rehab.¿ the pump was used to deliver lioresal. Interventions were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
The patient recovered without permanent impairment following the pump replacement.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).